Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 263 mg/dl. It was explained that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. It was advised to change the entire infusion set. Customer was assisted with changing the set. Customer tested and his blood glucose level was 278 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.